Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was revised one month after implant due to dislodgement. During routine follow-up there was observation of loss of capture, and fluoroscopy confirmed dislodgement. The lead was surgically repositioned, where defibrillation threshold (dft) test was successfully performed. No adverse patient effects were reported.